Manufacturer narrative:
UDI: (B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a transseptal viv mitral case, within a pre-existing 27mm edwards surgical valve, valve alignment was performed in a non-straight portion of the patient's anatomy, which may have torn balloon. When valve deployment was started the balloon did not inflate and contrast came out. The physician attempted to withdraw the undeployed valve and delivery system into the esheath, but a valve strut became caught on the liner, tearing it, and bunching up the liner. The device was partially rotated, and all three devices were successfully removed from the patient without injury. The physician does not believe there was any malfunction of any edwards devices. The events that occurred were a result of the tortuous transseptal anatomy. The devices were discarded.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14886. The device was not returned for evaluation. Additionally, no imagery or videos were provided for review. A DHR review was performed and did not reveal any manufacturing issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to torn balloon or delivery system withdrawal difficulty through the sheath. As the events were unable to be confirmed, a complaint history review is not required. The IFU and training manuals were reviewed for instructions relate to the complaint events. During valve delivery, advance the edwards commander delivery system, with the edwards logo in the proper orientation (the delivery system articulates in a direction opposite from the flush port), through the sheath until the valve exits the sheath. In a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. Engage the balloon lock. Use the fine adjustment wheel to position the valve between the valve alignment markers. Do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the valve past the distal valve alignment marker. This will prevent proper valve deployment. Maintain guidewire position during valve alignment. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. As necessary, utilize the flex wheel to adjust the co-axiality of the valve and the fine adjustment wheel to adjust the position of the valve. Before deployment, ensure that the valve is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin valve deployment: by unlocking the inflation device provided by edwards lifesciences. Begin rapid pacing; once systolic blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated, turn off the pacemaker. The thv can be retrieved through the sheath only before thv deployment. Ensure the thv is centered on the flex tip and the delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. No IFU/training deficiencies were identified. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The torn balloon and withdrawal difficulty were unable to be confirmed. Due to unavailability of the device and relevant imagery, additional visual, dimensional, and/or functional testing could not be performed, and therefore a presence of a manufacturing non-conformance could not be determined. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. Additionally, a review of IFU and training materials revealed no deficiencies. As reported, ¿valve alignment was performed in a non-straight portion of the patient's anatomy, which may have tore balloon¿. Additionally, noted that patient had severe tortuous access vessel. Performing valve alignment in a non-straight section of the vasculature as well as tortuous anatomy could increase tension to the bond area on the delivery system during the valve alignment on the inflation balloon. Although the location of the balloon damage is unknown, it is possible that the failure and root cause documented in a product risk assessment (pra) is applicable to this case. As reported, the physician performed valve alignment in a non-straight section, and patient had severe tortuous anatomy. This may have resulted in increased forces being applied to the crimp balloon during valve alignment. Performing valve alignment at a bend or angle can potentially cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during into the flex tip lumen, and it leads to the thv became unseated during navigation of tortuous anatomy, and resulted in higher than usual valve alignment forces, which may result in a balloon torn. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area with question. As such, it is possible that patient factors (tortuosity) and/or procedural factors (valve alignment at non-straight section) contributed to the reported event. However, a definitive root cause is unable to be determined at this time. As reported, ¿the physician attempted to withdraw the undeployed valve and delivery system into the esheath but a valve strut became caught on the liner, tearing it, and bunching up the liner¿. Due to the patient¿s tortuous anatomy, it is possible non-coaxial retrieval of the thv into the sheath distal tip, and it lead to the thv being catch on the sheath distal tip, which prevents the delivery system (with crimped valve) from withdrawal through the sheath. As such, it is possible that patient factors (tortuosity) and/or procedural factors (non-coaxial retrieval) contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required related to the delivery system withdrawal difficulty. A pra was created and captures assessment of the risks associated with the balloon torn failure mode, root cause investigation, and corrective action. Although s3u confirmation system is not covered in the pra document, the failure mode and root causes in this evaluation are similar to that described in the pra. Additionally, there is no change in risk nor new harms/hazards identified. Furthermore, november 2020 control limit for the applicable trend category for s3u configuration was not exceeded. The pra has been re-opened to include the threshold for pra re-escalation.